Event description:
Litigation papers allege: on or about (B)(6), 2009, patient was implanted with a depuy pinnacle hip implant on his right side. On or about (B)(6), 2010, patient was implanted with a depuy pinnacle hip implant on his left side. Patient suffers from substantially elevated, if not toxic, levels of metal ions in his blood stream and pooling of heavy metals. As of (B)(6), 2011, patients cobalt level was 9.9 and chromium level was 1.2. Additionally, it is alleged the patient will require revision surgery of the left and right hips. Doi: (B)(6) 2009 (right side). Doi: (B)(6) 2010 (left side). Dor: n/I. Patients right side was revised on (B)(6) 2011. Report received from sales rep indicates that patient underwent a left-side revision on (B)(6) 2012 due to pain. Patient resides in (B)(6).

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the el6c91 and 3118644 lot codes did not reveal any related manufacturing anomalies. A complaint database search finds no additional complaints against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update - patient's right side was revised on (B)(6) 2011. Update - report received from sales rep indicates that patient underwent a left-side revision on (B)(6) 2012 due to pain. The devices associated with this report were not returned. Device history records have been reviewed for all additional product/lot combinations added to this report. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.